Event description:
Information received by medtronic indicated that the customer received the safety notification for the damaged such as cracked to the insulin pump's retainer ring. Troubleshooting was performed and found no damaged to the reservoir and infusion set. There was damaged to the pump's retainer ring. It was stated that the reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.